Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt unwell. Attempts to resuscitate her were unsuccessful and the patient passed away. Neither the date nor the cause of death was provided. The crt-d was explanted and is in the family's possession. The patient's family is requesting to have the crt-d analyzed in order to seek answers as to why it did not operate in the way they were assured it would do. The patient's family also requested to verify if the crt-d was indeed a boston scientific product, if it had been legally imported into the country, and if the physician had programmed it correctly. A company representative informed the patient advocate of the device's origins and where it had been sold to as well as asked if the device would be returned for laboratory analysis. Additional information was received by boston scientific legal counsel that returning the device from (B)(6) will require permission from the united states government. At this time, the device has not been able to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified an arc mark on the back of the device case. All seal plugs were intact and the setscrews moved freely. Review of device memory found a shorted lead fault was recorded on december 19, 2013. The battery status was at end of life (eol) due to a charge time out. The battery status was reset so the episodes and electrograms could be viewed on a programmer. There were electrograms recorded on october 21, 2013 that showed atrial tachy response (atr) episodes with strong atrial and ventricular signals. The next recorded electrograms were on december 19, 2013 and they show no atrial or ventricular activity. The daily measurements recorded during this timeframe were overwritten with later data as the device had not been deactivated post-mortem. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a high energy shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, additional high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis determined that the device reached eol after sustaining damage from the right ventricular (rv) lead shorting to the device during shock delivery; however, it could not be determined if the device sustained this damage before or after the patient passed away. The rv lead was not returned for analysis. Medical safety review of this event found that is highly unlikely that both leads broke at the same time. The lack of heart activity when the alert and shorted lead condition occurred indicates it was post mortem/explant.

Event description:
At a later date, the crt-d was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or if the device is able to be returned for analysis.